Event description:
It was reported that unspecified bd¿ q-syte was damaged. The following information was provided by the initial reporter: the 82-bed patient of zongsi received PICC catheterization. On (B)(6) 2021, the specialist nurse replaced the septum needle-free closed infusion connector. After opening the outer packaging, it was found that the septum membrane was damaged at the septum of the needleless closed infusion connector, replaced it with a new infusion connector immediately. The manufacturer has been notified through the supplier, and it is hoped that the manufacturer will pay attention to the improvement of product quality.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Hold for review ce 4.28it was reported that unspecified bd¿ q-syte was damaged. The following information was provided by the initial reporter: the 82-bed patient of (B)(4) received PICC catheterization. On (B)(6) 2021, the specialist nurse replaced the septum needle-free closed infusion connector. After opening the outer packaging, it was found that the septum membrane was damaged at the septum of the needleless closed infusion connector, replaced it with a new infusion connector immediately. The manufacturer has been notified through the supplier, and it is hoped that the manufacturer will pay attention to the improvement of product quality.